Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the driving cap was installed onto the lateral entry femoral nail insertion handle. While the surgeon was applying blows, the screw end broke off inside the radiolucent insertion handle for expert nail. The nail was removed and installed onto another insertion handle with a driving cap. The nail was re-implanted into the patient and the case was finished with no other issues. There was a five (5) minutes of surgical delay. The procedure successfully completed. The patient outcome is unknown. Concomitant device reported: radiolucent insertion handle for expert nails/100mm (part# 03.010.486; lot# 8807707; quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4)..

Event description:
01/19/2021: updated event description: concomitant device reported: radiolucent insertion handle for expert nails/100mm (part# 03.010.486; lot# 8807707; quantity: 1); unknown nail (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background: 12/29/2020: updated event description: it was reported on an unknown date, the driving cap was installed onto the lateral entry femoral nail insertion handle. While the surgeon was applying blows, the screw end broke off inside the radiolucent insertion handle for expert nail. The nail was removed and installed onto another insertion handle with a driving cap. The nail was reimplanted into the patient and the case was finished with no other issues. Removed nails and used different instruments. There were 5 minutes of surgical delay. The procedure successfully completed. The patient outcome is unknown. Concomitant device reported: radiolucent insertion handle for expert nails/100mm (part# 03.010.486; lot# 8807707; quantity: 1). This complaint involves one (1) device. D11: concomitant product added to complaint. H3, h4, h6: device history lot product code: 03.010.523, lot number: 8836144, manufacturing site: bettlach, release to warehouse date: 12. May 2014 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation flow: damage. Visual inspection: the driving cap threaded (p/n: 03.010.523, lot #: 8836144) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip was broken and received stuck inside the insertion handle. There were scratches on the device but have no impact on the device functionality. Device failure/defect was identified. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed connector for insertion handle: se_380067, rev. L/k. Complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the driving cap threaded (p/n: 03.010.523, lot #: 8836144). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings further corrective/preventive action will be assessed if needed, so any further investigation will not be conducted in this complaint. Also, a sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.